Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced for normal battery depletion, as the device reached a battery status of elective replacement indicated (eri). The device was returned for laboratory evaluation.